Event description:
It was reported a retroperitoneal bleed occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) and 24mm watchman flx laa closure device and delivery system (wds) were used. The closure device was successfully implanted. The was and wds were removed from the patient and an access site closure device was used. Shortly post procedure, a retroperitoneal bleed was noted and a covered stent was placed in the right common femoral artery. The cause is believed to be from a high stick during access. The patient recovered well and was discharged from the hospital the following day.